Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unexpected delivery anomaly. Blood glucose value was 27.0 mmol/l at the time of the incident. Troubleshooting was performed but did not resolve the issue. Nothing will be replaced or returned.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within spec. Device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08710 inches. No under delivery anomalies noted. (B)(4).